Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant damage" diagnosed via MRI. Healthcare professional later reported "rupture". This is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and missing shell observed assessed as inconclusive as per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant damage" diagnosed via MRI. Healthcare professional later reported "rupture". This is for the right side. Device was explanted and replaced with another manufacturer¿s device.